Manufacturer narrative:
The complained test strips have been calibrated against the (B)(6) standard rtf/16 and the affected by recall. Corresponding retention test strips (lot 322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well.

Event description:
The customer received questionable high results from coaguchek xs meter serial number (B)(4) when compared to the results from a laboratory. The meter results were 3.8 inr and 4.0 inr. The laboratory result was 2.8 inr. The reagent used was requested but was not known. All testing was performed within seven hours. There was no allegation of an adverse event. The customer was not anemic, not polycythemic, did not have antiphospholipid antibodies, no direct thrombin inhibitors, no heparin, no new illness, no new medication, no diet change, and no symptoms of bleeding or bruising. The therapeutic range was 2-3 inr. The suspect meter and strips were requested to be returned for investigation. Retention test strips (lot 322642) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with specification.